Event description:
The account alleged the head of the bed will run unintentionally. No pt impact.

Manufacturer narrative:
The technician replaced the inside overlays on the side rails to resolve the issue.